Event description:
It was reported that during a laparoscopic cholecystectomy the device was fired on the cystic duct and would not release. The device was removed from the duct, but it is unknown how the device was removed. Another device was used to complete the case with no patient consequence.

Event description:
It was reported that during a robotic prostatectomy procedure, the device was loaded with a green cartridge. The surgeon noted it was too much force required to close the jaws. The jaws were forcibly closed and then it would not open. The knife blade had advanced. They pushed the red button to return the knife. The device was not being fired on tissue. An ats45 long was used to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.